Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure of all devices due to an infection. The patient was administered antibiotics and is doing well post operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure of all devices due to an infection. The patient was administered antibiotics and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 20668726. Reference number: (B)(4), product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 20190358.

Event description:
A report was received that the patient had to have a revision procedure due to an infection, and during the revision, the physician had difficulties getting the lead over a certain vertebral level. The physician changed between stylets a few times and they discovered the stylet broke the lead. The physician explanted both leads and the ipg. He administered antibiotics to the patient and implanted the patient with new leads and ipg later. Patient was doing well post operatively.